Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's bg value displayed as 'low' on the continuous glucose monitor (cgm). The cause of low bg was unknown. The customer received third party assistance from a family member, who grabbed the steering wheel while the patient was driving and directed them to a parking lot to address the bg. This event did not cause an injury. Recommendation was made to consult with a healthcare provider to discuss diabetes management.